Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a vt episode that occurred due to post sensed t-wave oversensing episode. The episode was diagnosed vt-1 which was a monitor zone. Programming changes and induction testing was recommended. The patient will be monitored remotely.